Event description:
The manufacturer received a voluntary medwatch, report number (B)(4), that alleged a patient lit a cigarette while using an everflo oxygen concentrator. The patient suffered burns to their face and inhalation injury. The patient was transported to the hospital for treatment and later expired. There was no allegation of device malfunction. There is no allegation of device malfunction. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."

Manufacturer narrative:
The manufacturer previously reported the medical device problem code as 2993 in section h6, the correct medical device problem code in section h6 is 1670. Section h6 has been updated with the correct information.